Event description:
It was reported that pump malfunction occurred without any notable events beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer gave correction injection using multiple daily injections, did not require assistance from a 3rd party, received instructions from technical support to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction happened again.